Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with 325cc mentor memorygel breast implants and experienced bilateral capsular contracture and pain on the right side post-operational. The patient also experienced several unexplained systemic symptoms including fatigue, chest pain, migraines, numbness in left hand, numbness in arm, back pain, muscle pain in chest, food allergies, environmental allergies, joint pain and muscle aches. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral capsulectomy on 7/17/2014 and the same devices were reimplanted. This report is for the patient's left-sided device.